Manufacturer narrative:
Media was provided to aid in the investigation and reviewed by a boston scientific medical director. The media provided comprised of a twitter post with imaging confirming an embolized watchman device in the descending aorta, fluoroscopy video loop demonstrating removal of embolized device with help of non-bsc device and finally showing watchman device in basket of removal device on the procedure table outside of the patient. B3: bsc aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman closure device was implanted. At an unknown timepoint, the closure device embolized to the descending aorta. The 24mm watchman closure device was successfully percutaneously explanted utilizing a non-boston scientific device.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman closure device was implanted. At an unknown timepoint, the closure device embolized to the descending aorta. The 24mm watchman closure device was successfully percutaneously explanted utilizing a non-boston scientific device.